Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed two openings assessed as fold flaw opening. ¿ device wrinkling: observed creases on the device. ¿ capsular contracture: unable to observe as it is not related to the device. ¿ malposition: unable to observe as it is not related to the device. As per the investigation procedures wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported capsular contracture baker grade unknown, malposition of breast, rippling of breast implant and relative micromastia. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional later reported capsular contracture baker grade unknown, malposition of breast, rippling of breast implant and relative micromastia. This record is for the left side. Device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.